Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined at this time. E105 is a identifiable error with the light source. It was presumed that the failure of led unit cable caused a communication failure and e105. The cause of led unit cable failure could not be identified. According to the inspection result of the combination device gif-h170, liquid leakage was found in in the cable part and connector part. Omsc presumed that moisture temporarily invaded, the electronic circuit was destroyed, and the image flicker occurred temporarily.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image was flickering but the endoscopic image was visible. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. It was also found that lamp error e105 occurred due to inadequate contacts between the cable and the leds light unit. There was no report of patient injury associated with the event. The event date was unknown.